Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe with needle there was an issue with foreign matter. It was stated ¿foreign matter was found in syringe tip. Recently, a lot of the same foreign matter is generated in emerald syringes.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the team while analyzing the returned sample also observed that there is brown stain mark on the barrel tip. During the molding process due to heat, the thin flash of resin has become burnt which is appearing as a brown stain mark.

Manufacturer narrative:
Investigation summary: bd bawal received one sample & photo from the customer facility for investigation. Customer return sample showed the evidence of flash on tip of molded barrel as foreign matter. 200 retention samples of lot# 17l1571 had been visually inspected, all samples found in good condition with no foreign matter on barrel tip. The complaint history for the lot# 17l1571 was reviewed and no complaint was recorded for the reported defect ¿foreign matter. Dhf was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17l1571. Log sheet ¿ machine stopped due to high inventory on assembly machine and air conveying running ok without any problem is recorded in primary packaging during manufacturing of lot #17l1571. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. The team analyzed the customer returned sample and confirmed that there is a flash on the tip of molded barrel which the customer has claimed as foreign matter. Flash is a molding defect generated during the molding process of barrel. Due to wear in the spare parts in the mold i.e. Carbide bush & tip pin, flash on barrel tip starts generating.